Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device just stopped working when the device was turned on the screen was black. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center during the evaluation, observed that device with faulty lcd, stays black burn pca, ui has cosmetic details such as scratches and has internal contamination. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.